Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on a review of the limited information provided, there were no clinical factors found which would have contributed to the reported adverse event, therefore, the definitive clinical root cause could not be determined. Per the complaint update, the anchor was pulled out from the bone hole and bone healing will fill up the hole eventually. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a procedure the osteoraptor suture anchor was pulled out from the bone hole. The procedure was completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported.